Manufacturer narrative:
(B)(4). Method: two complaint mr290v humidification chambers were returned to fph (B)(4) for investigation. The devices were visually inspected, and fourier transform infrared spectroscopy (ftir) and scanning electron microscopy (sem) was performed of the brown residue, which was found on the chambers. Results: visual inspection of the chambers revealed that one chamber had brown residue on the chamber base. Both chamber domes were pulled out of the base below one of their chamber ports. Several vertical cracks were found near the base in different locations on both chamber domes. The brown residue was further investigated by ftir and sem analysis, which revealed that the brown residue contained sodium and organic compounds, which are of external origin. Conclusion: the brown residue suggest that the damage was caused by the chamber coming into contact with a solution containing organic materials which has resulted in cracking of the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Moreover, analysis of the brown residue revealed that it was of external origin. The user instructions, which accompany the mr290 autofeed humidification chambers state the following: - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher and paykel healthcare field representative that two mr290v vented humidification chambers had "cracked and had rusty things on the edge of the chamber". Investigation of these chambers on (B)(6) 2017 revealed that both chambers were cracked. No patient consequence was reported.